Event description:
Can hardly walk, she has to use a walker to get around [walking difficulty] probably more pain than she was before getting the injection/pain was worse after the injection/still in pain and suffering (left knee) [arthralgia aggravated] ([device ineffective]) case narrative: this case is linked to (B)(4) (multiple devices suspect for same patient). Initial information was received from canada on (B)(6) 2022 regarding an unsolicited valid serious case received from a patient's husband and quality department (other healthcare professional). This case involves 85 years old female patient who can hardly walk, she has to use a walker to get around and probably more pain than she was before getting the injection/pain was worse after the injection/still in pain and suffering (left knee) after treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment included kenalog 40. The patient's past medical history, vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing had pain (left knee) before taking synvisc-one and diabetes mellitus. Concomitant medication included pills for diabetes (patient did not recall exact name). On (B)(6) 2022, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) injection, at dose of 48; strength of 48 mg/6 ml, once (with an unknown batch number, expiry date, route) for pain and suffering (left knee). Information on batch number was not available as box was left at hcp's office. Since (B)(6) 2022, ever since the patient had received the injection in left knee, she had been in pain (arthralgia). Probably more pain/worse than she was having before getting the injection. She could hardly walk, she has to use a walker to get around (onset: oct/nov-2022; latency: unknown; gait disturbance, caused disability). It never even helped a little, got worse, and she was still in pain and suffering. The caller states that previously his wife received cortisone (kenalog 40) injections every 3 months which helped a little and worked well. Husband asked if she could get that cortisone shot now if she already had got the synvisc one injection and asked if it was safe to take cortisone injections after getting a synvisc one injection. Husband also asked if it was normal that synvisc one did not work at all. The patient used the product for the first time. Reportedly, the patient contacted her doctor, and she will be having a kenalog injection as she used to have in the past. Patient did not take any corrective treatment to treat her pain. Patient was not feeling better, she was still using a walker. Action taken: not applicable for both the events. Corrective treatment: walker for gait disturbance. No corrective treatment was received arthralgia. At time of reporting, the outcome was not recovered for both the events product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6) 2022 for synvisc one. Batch number: unknown. Sample status was not available. Ptc was set in process and results were pending for the same.

Event description:
Can hardly walk, she has to use a walker to get around [walking difficulty] probably more pain than she was before getting the injection/pain was worse after the injection/still in pain and suffering (left knee) [arthralgia aggravated] ([device ineffective]). Case narrative: this case is linked to (B)(4) (multiple devices suspect for same patient). Initial information was received from canada on 28-nov-2022 regarding an unsolicited valid serious case received from a patient's husband and quality department (other healthcare professional). This case involves 85 years old female patient who can hardly walk, she has to use a walker to get around and probably more pain than she was before getting the injection/pain was worse after the injection/still in pain and suffering (left knee) after treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment included kenalog 40. The patient's past medical history, vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing had pain (left knee) before taking synvisc-one and diabetes mellitus. Concomitant medication included pills for diabetes (patient did not recall exact name). On (B)(6) 2022, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) injection, at dose of 6 ml once strength of 48 mg/6 ml, once (with an unknown batch number, expiry date, route) for pain and suffering (left knee). Information on batch number was not available as box was left at hcp's office. Since (B)(6) 2022, ever since the patient had received the injection in left knee, she had been in pain (arthralgia). Probably more pain/worse than she was having before getting the injection. She could hardly walk, she has to use a walker to get around (onset: oct/nov-2022; latency: unknown; gait disturbance, caused disability). It never even helped a little, got worse, and she was still in pain and suffering. The caller states that previously his wife received cortisone (kenalog 40) injections every 3 months which helped a little and worked well. Husband asked if she could get that cortisone shot now if she already had got the synvisc one injection and asked if it was safe to take cortisone injections after getting a synvisc one injection. Husband also asked if it was normal that synvisc one did not work at all. The patient used the product for the first time. Reportedly, the patient contacted her doctor, and she will be having a kenalog injection as she used to have in the past. Patient did not take any corrective treatment to treat her pain. Patient was not feeling better, she was still using a walker. Action taken: not applicable for both the events. Corrective treatment: walker for gait disturbance. No corrective treatment was received arthralgia. At time of reporting, the outcome was not recovered for both the events. A product technical complaint (ptc) was initiated on 28-nov-2022 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not received and the ptc stated: defect class has been changed to ii - (dp 28-nov-22)no pv# is currently provided - (dp 28-nov-22)pv# was provided 15-dec-22. Based on the complaint from intake team, there was no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. - (dp 20-dec-22). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance) process. Sanofi will continue to monitor complaints and trending as stated to determine if a CAPA (corrective and preventive action) was required. The final investigation was completed on 22-dec-2022 with summarized conclusion as no assessment possible. Additional information was received on 22-dec-2022 from the quality department. Ptc details was added.